Event description:
The patient is a male; admitted for pneumonia and dt's in 2008. Two days later, the patient was intubated with a number 8 lanz endotracheal tube and the order was written to place corpak feeding tube. The nurse placed the 10fr x 55" ng tube without fluoroscopy to the 80 mark. She states that she did meet resistance placing the tube. An order was placed for a kub to check placement. The nurse states she auscultated the tube and thought she heard it in the epigastric area. The kub revealed the tube was curled in the right lung. The tube was removed and a repeat x-ray revealed the patient had a pneumothorax. A chest tube was placed and it had a large air leak finally a second tube was placed. Both tubes are on the right. The patient was on an ativan drip for sedation and a nimbex drip (a paralytic) and received fentanyl i.v. Push for pain. The tube used was thrown away and there are no relevant lab results.

Manufacturer narrative:
Feeding tube placement is dependent on the caregiver, and patient. The actual tube does not influence where it is placed.